Event description:
It was reported that leakage at luer connection occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: on the afternoon of (B)(6) 2020, the patient was treated with the separable membrane needle-free closed infusion connector for infusion. At 17:00, the nurse found that the separable membrane infusion connector leaking. After checking that the interface was tightly connected and not loose, immediately replacement of a new separable membrane needleless closed infusion connector for patients to use, without affecting the patient's condition.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for sublots 9092711, 9092712 and 9088726 was reviewed. 9092712 had one related qn found, 200808587. The other sublots had no related quality issues or process deviations found. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage at luer connection occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: on the afternoon of (B)(6) 2020, the patient was treated with the separable membrane needle-free closed infusion connector for infusion. At 17:00, the nurse found that the separable membrane infusion connector leaking. After checking that the interface was tightly connected and not loose, immediately replacement of a new separable membrane needleless closed infusion connector for patients to use, without affecting the patient's condition.